Event description:
It was reported that in 2003, the pt was suddenly unable to hear anything further. The external parts were exchanged but without any improvement in the situation. Four days later telemetry was carried out, resulting in 'poor coupling' to the implant.